Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) had reached end of life. During surgery, the right atrial (ra) lead was found dislodged and was then completely extracted. The patient received an upgrade to a biventricular ICD and 2 new leads. No adverse patient effects were reported.